Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave over-sensing (twos). Boston scientific technical services (ts) was contacted, and it was discussed that there was an untreated episode with a similar change in the patient's morphology. There was also an episode that disabled the smartpass feature, as well as a later atrial fibrillation (af) episode the same day that showed a different rhythm morphology than in the normal presenting subcutaneous electrocardiogram. Ts recommended acquiring a new sensing template at an elevated heart rate and program the smartcharge feature to the maximum to postpone therapy delivery should twos re-occur. Additionally, it was suggested that clinical options should be considered to better manage the patient's variable morphology. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.